Manufacturer narrative:
Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Not yet returned to manufacturer.

Event description:
On (B)(6) 2017 a percival valve size 21 was implanted via full sternotomy for an isolated procedure. The native valve was severely calcified with aortic stenosis. After the device was implanted and the patient was weaned from the cpb the intra-operative tee displaced a signification aortic valve regurgitation with transvalvular leakage. The patient was put back on cpb and the percival valve was explanted. The physician noted that one of the leaflets was not pliable and appeared retracted. A perimount size 21 (edwards) valve was implanted intra-annularly. An additional 30 minutes aortic x clamp time and 60 minutes cpb time were added to the procedure resulting from the failure to implant. The patient is recovering well as reported to the manufacturer on the 2nd post-operative day.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.